Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, an error 106 was displayed on the carto system after the first ablation. The medical team changed to another catheter to continue the surgery. However, the same problem happened again. Another device was used to complete the operation. There was no adverse event reported.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip was found bent. No exposed wires were observed, there is no foreign material inside, this issue is unrelated to the reported event. A force test was performed and the device was recognized and visualized correctly; however error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was correct application of adhesive (polyurethane - pu) on the wires, in a closer inspection a hole was observed on the pebax surface. A manufacturing record evaluation was performed for the finished device number lot 31638806l and no internal action related to the complaint was found during the review. The force sensor error reported by the customer was confirmed, the potential cause of the open circuit could not be determined. The potential cause of the bent tip and the hole in pebax could not be determined. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. For the pebax damage the instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).